Manufacturer narrative:
Evaluation summary: a male patient reported the display on his humapen memoir device did not show the units completely anymore. The device was not returned for investigation (batch 1403c01, manufactured march 2014); therefore, device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the device is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs if any part of the pen display is missing do not use the pen. It further instructs if the display is not working correctly to contact (B)(4) or their healthcare professional. A complaint history review of the batch did not identify any atypical trends with regard to missing segment complaints. There is no evidence of improper use.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unknown age and ethnicity. The patient was taking an unspecified medication for an unspecified indication via a humapen memoir burgundy (lot 1403c01/pc (B)(4)). The patient stated that his memoir pen did not work reliably anymore. The display did not show the adjusted units completely anymore. The operator and training status were unknown. The duration of time the pen was used was unknown. No contact data was available, no sample will be sent. Pen was older than two years. Update 31aug2016. Additional information received 31aug2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, added the manufacture date and approximate age of the device and the narrative was updated accordingly.